Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: there was a -400 light cable that was emitting light with no adapter on it and no magnets around to falsely activate the light. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause: bad reed switch and/or loss of electrical current along the cable which turns it into a standard cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Corrected data: common device name updated to 'confocal optical imaging'.

Event description:
It was reported that there was a thermal event.